Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, fielder fc; guide catheter: heartrail 7fr jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. The 3.0 x 15 mm tenku balloon catheter was prepared per the instructions for use (IFU) and advanced for pre-dilatation. There was no resistance noted. During the second inflation of 12 atmospheres (atm), the balloon ruptured. A xience stent was implanted and a new tenku balloon catheter was used for post-dilatation successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.